Event description:
The user facility reported that a nurse incurred a needle stick after having difficulty withdrawing the inner needle from a surflash plus safety i.v. Catheter. The following information was provided by the user facility: (1) the nurse pulled on the inner needle and it detached from the hub of the catheter resulting in a needle stick; (2) reportedly, the safety cover did not shield the tip of the inner needle but then activated after the needle stick occurred; (3) the nurse underwent diagnostic testing, however the results are not known.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) because the information was not initially completed by the user facility. The involved device was returned and evaluated. It was noted that the safety cover was engaged on the needle tip upon receipt by the manufacturing facility. Visual inspection confirmed that there were no physical defects, deformations or anomalies on the actual sample including the safety cover. A review of the device history record confirmed there was no product or manufacturing related anomalies. A review of the complaint files confirmed that this lot number has not been previously reported. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample indicate that the hub of the catheter was detached from the tip of the safety cover before the safety cover shielded the tip of the inner needle. In this case, the safety cover might not shield the tip of the inner needle if the junction of the hub and tip of the safety mechanism were grasped to disconnect the device. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "with dominant hand grasp at finger grip and pull needle in a straight outward motion until needle tip is completely shielded by the safety cover and automatically detaches from hub." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).